Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -09.00/+3.0/087 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Pantient info: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the optic torn and haptic broken. Dimensional width verification was performed and the lens was found to be in specification. Unable to complete length dimensional inspection due to haptic damage. Claim # (B)(4).